Manufacturer narrative:
Concomitant products: 419478, lead, implanted: (B)(6) 2005; dtba1d1, crtd, implanted: (B)(6) 2016.

Event description:
It was reported that the patient underwent laser lead extraction due to vegetation on the right ventricular (rv) lead. During the extraction, the vegetation on the rv lead led to a pulmonary embolism which resulted in the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.